Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the lead fell out of the stimulator. Troubleshooting or interventions performed was reported to be a x-ray. A month after implant, a revision was attempted but was unable to be corrected due to the patient's scar tissue. It was reviewed that because of these issues, they don't really use the implantable neurostimulator (ins) or worry about recharging. They reviewed that they went in to the healthcare professional (hcp) office and had the ins charged up 2 weeks prior to the report. No symptoms were reported. Relevant medical history includes non-malignant pain. Additional information received reported that the lead did not fall out of the stimulator. The patient admitted to bending, twisting, and lifting because they were feeling much better and as a result, their leads moved out of place. A revision occurred where the doctor was not able to get the leads back in place due to scar tissue.